Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire remains in patient. Device issue: separated guide wire. It was reported that the patient underwent a balloon procedure in the popliteal artery. The artery looked great; however, just before pulling everything out, a final screen was done and the artery looked a lot worse. When the otw balloon and the guide wire were removed, the guide wire was found to be in two pieces. There is concern that some of the guide wire may had been left in the artery. Patient has since recovered. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis of the returned device at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood visible in the intermediate coils and hypotube. There was contrast visible in the intermediate coils. The guide wire was returned with a hook shaped tip coils. The tip coils were off set 1 mm distal to the center solder. There was a kink in the core, 5.3 cm distal to the proximal solder. There was a bend, 1 cm proximal to the separation. The distal end of the guide wire was separated at the proximal end of the hypotube. There was a piece of core left in the hypotube. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were attached. This product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis of the returned device at the time of this report. Results and conclusions will be forwarded upon completion.